Manufacturer narrative:
Revised device evaluation: the patient¿s x-ray image was provided by the reporter and evaluated; the image confirms the nail did not transport bone. The root cause remains unable to be determined.

Event description:
No additional event information is available.

Manufacturer narrative:
Additional data: d8, d9, h3, h4, h6, h10. Correction: h1. Device records review: review of the device history records indicated that the unit was fully functional and met all quality specifications prior to release. Device evaluation: the nail was received disassembled, which prevented functional testing and x-ray analysis. Therefore, the failure mode could not be determined or confirmed. Attempts were made to contact the reporter to provide additional information and verify the reported failure; however, the reporter was unresponsive. If any relevant additional information is provided, a supplemental report will be submitted.

Event description:
No additional event information is available.

Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter, the bone transport nail was not transporting following implantation. No patient injury was reported.